Manufacturer narrative:
(B5) describe event or problem updated. Device is a combination product. (D4) updated model number to unknown. (D4) updated lot number to unknown. (D4) updated catalog number to unknown. (D4) updated expiration date to unknown. (D4) updated unique identifier to unknown. (H4) updated device manufacture date to unknown. Device evaluated by MFR.: a promus element stent delivery system (sds) was returned for analysis without the manifold. A visual examination of the stent found evidence of stent damage, with distal struts lifted. The undamaged crimped stent od (outer diameter) and the stent length were measured. The specifications for the returned stent could not be verified as the manifold and batch number for the returned device were not provided. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 144.5cm proximal to distal tip and the manifold was not returned. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 14-16mm in length target lesion was located in the severely tortuous, moderately calcified with 2.75 - 3.25mm vessel diameter left circumflex artery. A 2.75x16mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed; however, the stent struts were found to be lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the correct device used in the procedure was a shorter (12mm) stent length than what was reported (16mm). It was also reported that the manifold was cut off intentionally after the procedure.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 14-16mm in length target lesion was located in the severely tortuous, moderately calcified with 2.75 - 3.25mm vessel diameter left circumflex artery. A 2.75x16mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed; however, the stent struts were found to be lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.